Manufacturer narrative:
The day of the event is unknown. The event was reported to have occurred on an unknown day in (B)(6) 2019. Therefore, a date of (B)(6) 2019 was entered to indicate that the event occurred on an unknown date in (B)(6) 2019. Device evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. An examination of the crimped stent identified damage with stent struts from the proximal row of the stent lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Examination of the tip via scope found damage to the tip. The shaft polymer extrusion including the distal and mid shaft sections were examined via scope and tactile examination, it was noted there was a polymer extrusion kink 5.8 cm distal from the exchange port. A crystallized substance was observed within the shaft also. No other issues were identified during the product analysis.

Event description:
It was reported that kink occurred. While outside the patient and during preparation, a 32 x 3.00 promus premier select stent was removed from the package, but a kink in the protection sheath was noticed. The procedure was completed with another of the same device. It was noted that the kink was likely due transportation or a packaging issue. No patient complications were reported in relation to this event. However, returned device analysis revealed stent damage.